Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had issues with the infusion sets and sites. Mother stated that about 2 weeks prior, the customer had high blood glucose of 580 mg/dl. The infusion set was changed, and customer treated with the insulin pump. The customer also experienced skin irritation at the infusion set site around march and (B)(6) 2018. The site was red, irritated, sore and raised. Troubleshooting for high blood glucose was not performed. The insulin pump will not return for analysis.